Manufacturer narrative:
Patient problem code: no information, c53269. Device problem code: infusion of flow issues, c63075. UDI # unknown. Method: the actual device was not returned. A review of the device history record (DHR) was not performed as no lot number was provided. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the first of five reports. Refer to 2026095-2016-00129 for the second patient. Refer to 2026095-2016-00130 for the third patient. Refer to 2026095-2016-00131 for the fourth patient. Refer to 2026095-2016-00132 for the fifth patient. A report was received stating that the prefilled balls for 46-hour infusion and the patient's are coming back early and the pump is empty. The patient's are telling the health care provider that the pumps are empty the night before. There was no injury to the patient. Additional information received stating the pumps are filled with normal saline and primed before the 5fu medication was filled into the pump.